Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during the procedure, the surgeon was positioning the coil inside the aneurysm and the coil broke. The surgeon attempted to retrieve the coil; however, the coil continued to break. It was also reported that the surgeon stated that the broken coil may have caused a thrombus. Subsequently, the patient had a stroke and died from a massive subarachnoid hemorrhage.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. Review of all available information fails to indicate a probable cause for the event; therefore, the event is unable to be confirmed.

Event description:
It was reported that during the procedure, the surgeon was positioning the coil inside the aneurysm and the coil broke. The surgeon attempted to retrieve the coil; however, the coil continued to break. It was also reported that the surgeon stated that the broken coil may have caused a thrombus. Subsequently, the patient had a stroke and died from a massive subarachnoid hemorrhage.